Event description:
It was reported the surgical dressing was applied to a post operative knee replacement incision on (B)(6) 2014. Seven days later, the dressing was removed. During removal, it was noted the area covered by dressing had a rash and blisters along incision line. An alternate brand of dressing was re-applied to the wound and the patient was prescribed triamcinolone cream to treat the rash. There was no untoward effects noted to incision and staples remain intact.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted.